Event description:
A malfunction alarm with code malf 0 was reported, but no events led to this issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided pump reset information and assisted the customer in resetting the pump, resolving the issue. The customer was advised to continue using the pump and to contact support if the malfunction recurred. The customer acknowledged and understood these instructions.